Event description:
It was reported that during a clavicle case, a variable angle locking screw broke off during insertion. It was the last screw being put in and the head broke off. The screw shaft remained in the patient. There was no reported delay in surgery and the outcome for patient was good. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the 2.7mm variable angle locking screw self-tapping, stardrive recess was reviewed during this evaluation. No drawing discrepancies were identified. The screw broke due to over-torqueing during insertion. The root cause for the failure is undetermined as there is not sufficient information available. The design is adequate for its intended use and did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. Device broke during insertion; device was not implanted/explanted. Without a lot number,the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.